Event description:
A facility paramedic connected the device to a patient. The patient was diagnosed with an asystolic rhythm. The operator initiated a 200 joules charge. Reportedly the device aborted charge and displayed 10j available. No additional event information was reported. Patient outcome was not reported.